Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a non-device related surgery attempts to utilize asynchronized magnet rate were unsuccessful. During application of electrocautery, intermittent pacing was observed. The device remains implanted and no adverse patient effects were reported.